Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap sticking out. The customer¿s blood glucose level was unknown. The customer reported that the right next to the buttons the seal was completely sticking out. The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received with cracked/detached end cap.